Manufacturer narrative:
The barrier was not returned; therefore, a device evaluation could not take place. A complaint history trend analysis was conducted for similar complaints and no adverse trends observed. A device history records (DHR) review could not be conducted because a lot number was not provided. Based on the information provided, a root cause of the event could not be determined. Hollister will continue to monitor this reported issue. Regarding UDI information, only di information is available as the lot number was not provided.

Event description:
It was reported that an end user noticed skin irritation under the tape border of the hollister premier soft convex barrier. It was reported that the skin was bubbly. It was further reported that the end user went to the doctor who prescribed a powder. A different barrier was then recommended without a tape border.